Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the rubber stopper on bd syringe¿ 5ml ll bns is damaged.

Manufacturer narrative:
Investigation: one photo of a loose 5ml syringe was received and visually inspected. It was observed the syringe had a jammed stopper condition where the stopper was wedged between the barrel wall and the plunger rod. This is a rejectable condition per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the jammed stopper defect is associated with the assembly process. If there is a dry spot of silicone in the barrel when the plunger rod is inserted, the friction cause the stopper to stick to the barrel wall and become wedged.

Event description:
It was reported that the rubber stopper on bd syringe¿ 5ml ll bns is damaged.